Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter had a cracked display. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 6x daily. The patient manages his diabetes with lantus insulin (45 units at night) and humalog insulin (sliding scale). The alleged issue began at the end of (B)(6) 2011. As a result of the alleged issue, the patient stated he discontinued taking his humalog insulin. After the alleged issue begun, the patient claimed he felt high blood glucose symptoms of chest pains, had trouble breathing and could barely move. Emergency medical services (ems) was contacted. The patient was administered intravenous (IV) fluids and humalog insulin (23-25 units) as treatment. The patient stated he felt better after. The patient did not specify results obtained from the ems device. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.